Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-2329 (lot: 0013092909); product type: 0195-heart valves; implant date: non-implantable. Brand name: confida brecker curve guidewire. Medtronic product ID: gwbc30 (lot: unknown); implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 23mm transcatheter aortic bioprosthetic valve (tav) ((B)(6)), in a patient with two previous surgical aortic valves (sav) and aortic stenosis at baseline, the bottom of the sav was used as a marker for the deployment starting point; a pigtail was not used. The medtronic tav was deployed at an implant depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Following implant, a post-implant balloon dilation was performed due to the physician¿s preference following a valve-in-valve (viv) procedure and with an intention to frack the sav. However, the balloon did not frack the sav, but it dislodged the tav aortic to a depth of -2mm on the ncc and -2mm on the lcc. Subsequently, a second valve ((B)(6)) was successfully implanted viv. No patient symptoms or complications were reported as a result of this event.